Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, the guidewire would not pass through the lumen of the de livery catheter system (dcs) once the valve was loaded. Subsequently, a new dcs was utilized to complete the procedure. A 5 minute procedural delay occurred due to this product malfunction. Additional information was received that a non-medtronic guidewire was used.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, the guidewire would not pass through the lumen of the de livery catheter system (dcs) once the valve was loaded. Subsequently, a new dcs was utilized to complete the procedure. A 5 minute procedural delay occurred due to this product malfunction.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.